Event description:
A report was received that the patient was experiencing pain at the pocket site whether the device was on or off. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the reason for explant was due to pain at the pocket site.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3400-30, serial / lot #: (B)(4), description: 30 cm splitter kit; model #:sc-2316-70, serial / lot #: (B)(4), description: infinion 70 cm lead kit; model #: sc-4316, serial / lot #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the pocket site whether the device was on or off. The patient underwent an explant procedure.

Event description:
A report was received that the patient was experiencing pain at the pocket site whether the device was on or off. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that another reason for the explant procedure a year ago was due to insufficient pain relief.